Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had decreased haptoglobin and stroke-like symptoms. The patients lactate dehydrogenase (ldh) was 467 and haptoglobin was less than 10. Potential thrombus was suspected. A ramp echocardiogram was performed, and no left ventricular or atrioventricular changes were observed. Log files were submitted for review and captured routine power source changes and no abnormal alarms. Mechanical circulatory support (mcs) equipment was operating as expected. Stroke was neither confirmed nor ruled out however the type of stroke was presumed to be transient ischemic attack (tia). Thrombus was highly suspected however not confirmed. It was noted that the patient had a subtherapeutic international normalized ratio (inr) a week prior which may have contributed to the suspected thrombus. The patient was noted to be currently inpatient on intravenous (IV) heparin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported transient ischemic attack and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Review of the submitted log file revealed that the pump operating as intended above the low speed limit for the duration of the log file. No unusual events or alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including thrombosis, neurological dysfunction, and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists neurologic dysfunction as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.